Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "ch b failure 701." This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with channel b failure 701 was confirmed during product evaluation. The root cause of the reported problem was determined to be defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). Additional information: the reported condition was confirmed during event history log review. The device is still in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.